Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a pcea IV set leaked from the distal to the proximal end while infusing fentanyl and ropivicaine during a epidural infusion. There was no report of patient harm.